Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the image tracking and resolution. The system operates as intended.